Event description:
Provider alleged capacitor has a short circuit. Per independent repair center statement, the unit was alarming or red light -- confirmed. The key failure was the capacitor short circuit.